Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had still been having accidents and wetting their pants. The patient noted that they had increased stimulation on program 1 from 1.5 v to 2.2 v but this caused them to have a strange effect in their right leg. The patient stated that they felt discomfort in their leg with the stimulation higher. The patient used their patient programmer (pp) to sync and noted that stimulation was on and set to program 1 at 2.1 v. The patient adjusted stimulation to program 2 at 0.8 v and stated that it felt much better. The patient noted that they had a fall that may be related to the issue. The patient stated that they slipped on ice and fell in (B)(6) of 2017. The patient noted that they were having pain at their implant site and was given medication by their healthcare professional (hcp) which resolved the issue. No further complications were reported or were expected.